Event description:
The cast cutter was sent for service and it was found that there was a cut in the cord and wires were exposed during performance testing at the manufacturer. No adverse event was associated with the device.